Event description:
The distributor reported that on the head panel and the left side panel have the zipper missing. The distributor did not provide the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Eval results: eval of the returned product confirmed the reported issue that the head panel side on the top rail zipper slider is missing and the top rail zipper has one inch broken stitches. Left side pt access window zipper slider is open and there is one and half inches broken stitches on the zipper tape. Panel side left has zipper slider stuck on the i.v. Zipper and there are 4 zipper teeth bent on the top side rail. The panel side right triangle netting has a 2" tear. Note: instructions for use has a warning statement: never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to head this warning may result in pt escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the pt unattended to help reduce the risk of a fall or unassisted bed exit. Make sure there are no tears, holes, or abrasions in the nylon panels or netting, and that the canopy and frame are secure and attached properly to the hospital bed. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. (B)(4).